Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous coronary stent implantation procedure involving one resolute integrity coronary drug-eluting stent, inflation difficulties were encountered. The stent balloon was unable to fully inflate. When the stent balloon catheter was filled, the proximal and distal diameters were larger than the diameter of the stent's corresponding area. On x-ray imaging, a "dog-bone" shape was observed, along with contrast agent extravasation, suggesting a suspected stent balloon rupture. The patient's blood pressure dropped, and a dopamine hydrochloride injection was immediately administered to raise blood pressure. The stent balloon was slowly withdrawn, and the stent showed no significant dislodgement. A non-medtronic non-compliant balloon dilation catheter was then used to expand the stent at 12-18 atm. The stent expanded well with no dissection or hematoma observed. The stent was implanted at the left anterior descending (lad) artery to the opening of the left main trunk. Angiography showed timi grade 3 flow, and the procedure was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Correction: d.6a. Implanted date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.